Manufacturer narrative:
Correction: d2. The device was evaluated by an approved service provider, and the reported ECG monitoring failure could not be reproduced. Functional and ECG stress testing found no discrepancies. Review of the device data identified ECG monitoring failure events occurring with rapid cable ID changes, indicating an intermittent multifunction cable (mfc) connection, likely due to a missing or compromised mfc gasket. The defibrillator receptacle was replaced as a precaution. The customer was instructed to discard the mfc used during the event. The device was recertified for clinical use. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device experienced ECG monitoring failure. Complainant indicated that the clinician continued treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.